Event description:
This ra lead was implanted on (B)(6) 1999 and remains implanted at this time. Upon interrogation noise was identified on the ra channel as atr mode switches (2.3k less than 1 min. And 21 bet. 1 min. - 1 hr.). The physician was unknown at (B)(6) hospital in australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).